Event description:
The report the co received from the co's affiliate indicated that, during a routine angioplasty, the target lesion was the right coronary artery. The lesion was tortuous, calcified and with 90% stenosis. Pre-dilation was conducted. While a 3.0 x 18 mm cypher was delivered to the lesion through the guiding catheter, the physician felt resistance. The cypher was pulled back and forth inside the guiding catheter several times, but it would not come out. Therefore, the physician decided to remove the sds from the pt and found that the stent was flared at the proximal end. A different cypher of the same size was successfully deployed. The procedure was finished successfully. There were no reported pt complications.